Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was damage to the usb port that made it difficult for the customer to charge the pump. Blood glucose was 178 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.